Event description:
It was reported that mobi pump displayed message stating insulin delivery could not be resumed when caller tried to restart insulin after extended time without pump on. There was no adverse impact to the customer¿s blood glucose level. Caller attempted several times to resume insulin, then, with guidance from technical support, reviewed pump history and reloaded existing cartridge without changing supplies, after which insulin delivery successfully resumed and no further assistance was required.